Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided. The root cause cannot be determined, however, based upon the photos the likely cause of this event was excessive force during aggressive cleaning. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. A lot history review was not conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 10 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use the small head vuetip trocar swab for 5 - 8 mm trocars, and the large head vuetip trocar swab for trocars 8 - 12 mm. Grasp handle and push foam head straight into the trocar. Do not release or bend the vuetip trocar swab. On certain trocar models that have a spring-loaded valve, open the valve during insertion or retraction of the vuetip trocar swab. Make sure trocar does not have any sharp edges that can snag the vuetip trocar swab. Do not extend foam head beyond distal end of trocar. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the lapvue10, 10/ca laparovue visibility sys, was being used during an urology case procedure on (B)(6) 2023 when it was reported, ¿laparovue trocar swab broke inside of patient. Retrieved broken piece.". There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned with no reported delay. Further assessment questioning found that the incident occurred while cleaning the cannula with the vuetip trocar cleaner. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the lapvue10, 10/ca laparovue visibility sys, was being used during an urology case procedure on (B)(6) 2023 when it was reported, ¿laparovue trocar swab broke inside of patient. Retrieved broken piece.". There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned with no reported delay. Further assessment questioning found that the incident occurred while cleaning the cannula with the vuetip trocar cleaner. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.